Event description:
It was reported that during the implant attempt both leads failed to remain in place when positioned in the coronary sinus vein. The leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.